Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5056203) in united states on 22-oct-2015 who had essure (fallopian tube occlusion insert) implanted in 2012. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('paralyzing pain constantly,') and systemic lupus erythematosus ('recently diagnosed with lupus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax), citalopram hydrobromide (celexa), gabapentin (neurontin), ibuprofen, lamotrigine (lamictal) and meloxicam. In 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria hospitalization and disability). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), herpes zoster ("break out in shingles"), fibromyalgia ("since essure my fibromyalgia has gotten worse"), stress ("constant stress of all the inflammation") and inflammation ("constant stress of all the inflammation"). At the time of the report, the pelvic pain, systemic lupus erythematosus, herpes zoster, fibromyalgia, stress and inflammation outcome was unknown. The reporter considered fibromyalgia, herpes zoster, inflammation, pelvic pain, stress and systemic lupus erythematosus to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no evidence of a quality defect. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. Amendment: the report was amended for the following reason: this case was found to be duplicate of case (B)(4), all information from this case was transferred to case (B)(4). No new follow-up information was received from the reporter. This spontaneous case report refers to an adult female consumer who had essure inserted and experienced paralyzing pain, constantly (pelvic pain). She also stated that her fibromyalgia has gotten worse, was recently diagnosed with lupus, and that she breaks out in shingles. Consumer select the serious criteria hospitalization, disability/permanent damage, other serious (important medical event) ; however, she did not specify and/or assigned to one of the events in her narrative. The event pain was seen as pelvic pain and was considered serious due to hospitalization and disability/permanent damage and it listed in the reference safety information for essure. The event recently diagnosed with lupus was also considered serious due to medical significance and is unlisted. The other reported events were considered non-serious. Pelvic pain is a common occurrence within consumers under essure use. In this present case, patient also has a previous history of fibromyalgia and was diagnosed with lupus, which can be plausible alternative explanations for the pain. However, based on a positive temporal relationship and on essure safety profile, the causality between the event paralyzing pain constantly and essure use cannot be totally excluded. Although the specific cause of systemic lupus erythematosus (sle) is unknown, multiple factors are associated with the development of the disease, including genetic, epigenetic, ethnic, immunoregulatory, hormonal, and environmental factors. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality the event recently diagnosed with lupus and essure use was assessed as unrelated. Since neither hospitalization nor surgical intervention was reported due an event related to essure use, this case is regarded as non-incident. Based on the available information, there is no reason to suspect a relationship between the reported events and a quality defect. Further information from consumer is being sought.